Event description:
Our affiliate reports that during a procedure, the tip of the inserter was broken off during anchor insertion and the fragment remains inside the body. The surgeon used another bioknotless device to complete the bankert repair without further incident.

Manufacturer narrative:
Although the complaint device has not yet been returned for a failure analysis and a batch review has yet to be conducted, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter and tip breakage may have been caused by off-angle or off-axis insertion into the bone hole. The surgeon reportedly admitted that the "off angle/axis insertion and tapping was too strong." This is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture, and/or inserter tip may be damaged. Since the broken tip was left in the body, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.